Event description:
A falsely depressed carbon dioxide, enzymatic (eco2) patient sample test result was obtained from a dimension exl with loci module (lm) instrument. The initial test result was not released to the physician(s). The same sample was repeated on the same instrument and a similar test result was obtained. The repeat test result was not released to the physician(s). The same sample was repeated on an alternate dimension exl instrument, and a higher test result was obtained. The test result from the alternate instrument was reported to the physician(s) as the correct result. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed eco2 result.

Manufacturer narrative:
A united states customer contacted siemens to report that a falsely depressed carbon dioxide, enzymatic (eco2) patient sample test result was obtained from a dimension exl with loci module (lm) instrument. A siemens customer service engineer (cse) was dispatched to the customer site to inspect the instrument. The cse replaced the sample tubing, sample metering syringe and the sample probe tip. The cse checked all sample alignments. The cse ran a five replicate precision run with both levels of quality control material with acceptable results. The cause of the falsely depressed eco2 test results is unknown. The instrument is performing within specification. No further evaluation of this instrument is needed. MDR 2517506-2021-00327 was filed for the same event.